Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by a health care professional (hcp) that the patient had a pocket revision on (B)(6) 2020 due to the ins sticking out from the skin surface. (It was noted that it was not eroded through the skin). It was also noted that the timing of when this issue started was unknown. No further complications were reported at this time.